Event description:
It was reported that a patient underwent a cranial repair procedure on (B)(6) 2024 and absorbable hemostat was used. When opening it, it was found that the seal was not tight. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? Mgm2437. Please describe the sterile packaging: sterile package is not sealed well. Were there any issues with the seal of the sterile packaging? Yes, not sealed well. The following information was requested, but unavailable: are there any tears/holes in the sterile packaging? Was the sterility of the device compromised? Did this issue contribute to any patient adverse event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.